Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2014 due to low blood glucose of 12 mg/dl. Customer bolused for food, but took bolus before eating and blood glucose went low as customer was insulin sensitive. Customer attempted to treat with juice but passed out. While customer was in the ambulance, blood glucose elevated to 300 mg/dl. Customer was advised that a follow up call would be made.